Manufacturer narrative:
The valve model number was not provided therefore the following information is being provided as reference: brand name: edwards sapien xt transcatheter heart valve/model: 9300tfx/ PMA: p130009 or brand name: edwards sapien 3 transcatheter heart valve/model: 9600tfx/PMA: p140031.

Event description:
As reported by the edwards affiliate in korea, twenty nine days post transfemoral tavr procedure in the aortic position, a pericardial effusion leading to tamponade occurred.  A pcc was inserted and removed six days later.  A total of 2 units of rbc were transfused, medication was given and pericardial puncture was done.  The event was resolved without sequelae.

Manufacturer narrative:
The valve was not returned to edwards lifesciences, as it remains implanted. Multiple attempts to obtain additional information were made, however, the information was not forthcoming. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure.   According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the cardiac tamponade is unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.